Manufacturer narrative:
The device was returned to olympus for evaluation, and the review found. The brush passage had a restricted suction to grip. There was no foreign material. The distal end plastic cover had minor dents and scratches, the glue on the objective and light guide lenses was pealing glue, the bending section cover glue cracked on both sides the insertion tube had minor scratches, not catching cotton, the control body was missing paint, the light guide tube had scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope channel port was blocked. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was reprocessed, before sent back. There was no debris found. The device has not been used on a patient with foreign material attached to the device. The user inspected, the device to detect any malfunction before using it. The device was appropriately precleaned without any delay, after the procedure. The reprocessing accessories did not have any abnormalities. The manual cleaning was performed within an hour after the procedure and pre soaking was done. The device was appropriately rinsed before manual disinfection. All scope channels were connected with tubes when the scope was setting up into the aer (automated endoscope reprocessors), ewd (endoscope washer disinfector). The instrument/suction channel aspirated water using the suction pump. The instrument channel, suction channel, air/water valve/suction valve and biopsy valve were checked. There was no effect from any other products/reprocessing accessories/aer/ewd involved in the event. The issue was, that they could not pass the brush down the biopsy port and tried several times. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. And the root cause was unable to be determined. The event can be prevented, by following the instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.